Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call, that the customer was found in a diabetic coma and was hospitalized on (B)(6) 2015 and was released on (B)(6) 2015. The customer had blood glucose levels of 18 mg/dl. The customer was also hospitalized from (B)(6) 2015 to (B)(6) 2015 due to diabetic ketoacidosis. Customer's blood glucose levels at the time of hospitalization 400 mg/dl. The customer was not wearing the insulin pump at the time of hospitalization. Customer has been treating with manual injections.